Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was taking longer to rewind and was louder. Customer also stated that the pump screen was blurry and was hard to read. Customer's blood glucose value was unknown. Insulin pump will not be returned for analysis.